Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion/difficulty removing the stent delivery system (sds) can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Furthermore, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at manufacturing, improper technique or handling during sheath removal and preparation for use, or interactions with accessory devices and/or patient anatomy. Although the xience sds was not returned and the anatomical conditions were not reported, these may have assisted in determining a conclusive cause. There was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. Ultimately, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. In this case, the stent most likely interacted with the lesion/anatomy during advancement/retraction as resistance was encountered, such that the stent became disrupted on the balloon. Then, upon removal of the device, the stent may have interacted with the tip of the guiding catheter, causing the stent to ultimately dislodge in the vessel. The reported device embedded in vessel or plaque appears to be a secondary effect of the reported stent dislodgement as the dislodged stent was crushed against the vessel wall with a bare metal stent. To ensure this type of occurrence is not a result of a potential product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subject to a stent movement test to verify stent security and dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and on-line test data for this lot shows all units passed the manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents for difficult to remove for this lot. There are no lot specific product quality deficiencies. Based on the information received with this incident, the reported failure to advance, difficulty removing the sds, stent dislodgement, and subsequent device embedded in vessel or plaque and additional therapy/non-surgical treatment appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that after predilatation was performed on the lesion in the mid right coronary artery (rca), the stent delivery system (sds) failed to cross the lesion. During removal of the sds from the patient, resistance was felt, and the stent dislodged from the balloon into an unintended site in the rca. An attempt was made to capture the stent implant with a guide wire; however, this was unsuccessful. A bare metal stent was deployed to compress the dislodged stent implant to the vessel wall. The procedure was ended at this point. The patient is reported to be well. No additional information was provided.